Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the polymer specifications found that the storage requirements, material specifications, and material tests were appropriately documented. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that the biosure regenesorb screw broke while inserting it into the tibia during tibial fixation of acl graft. The insertion site had been prepared with a 7mm s&n instrumentation set. Graft type was semitendinosus & gracilis. Graft size was 7mm thick & 9 cm long. Tunnel size was 7mm thick. Broken pieces were retrieved with a grasper. The procedure was completed with a smith and nephew back up device in the same bone hole. There was a delay of less than or equal to 30 min and no further complications were reported.